Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21189, related manufacturer reference number: 1627487-2020-21190. It was reported the patient experienced discomfort with the battery that was pulling on the leads. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the entire system was revised to provide comfort. No product was explanted. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.